Event description:
It was reported the patient was revised due to instability and pain two years and four months post implantation. The tibial, stem and tibial cone implants were revised for cause, the articular surface was also replaced as best practice.

Manufacturer narrative:
(B)(4). G2: australia suggested code (annex g)- mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted d10: additional associated products (reported) ------------------------------------------------ 42542007501 tibia fixed cemented left size f lot# 64869909 42545000508 tibial central cone size fixed tibia lot# 64856359 d10: associated products ------------------------------------------------ 42512100813 articular surface medial congruent (mc) left 13mm lot# 64767259 42502606601 femur cemented (cr) standard left size 9 lot# 64637895

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The event is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.